Event description:
During a lap nephrectomy, the active blade broke off inside the patient. The blade was removed from the patient and the case was completed with a second instrument with no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scrates on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."